Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system error, shutdown. The fse determined the cause of the problem to be electrical connections on the power supply. Fse reseated connectors on the power supply to resolve the issue. The fse verified system functionality. Pcb and cable connections transfer power and signals through the system's many components and are crucial to the operation of the system. Loose connections can cause a variety of system functionality issues and error messages. Based on age of the system, manufactured in 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was exhibiting an error and shutting down without command of the operator. There is no report of a patient injury or death associated with this event.